Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unit had minor scratched lcd window, cracked reservoir tube lip and peeling address/serial number.

Event description:
It was reported that insulin pump was exposed to moisture. Customer's blood glucose was 146 mg/dl. It was advised that insulin pump would need to be replaced.